Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2020, the subject was presented with myocardial infarction, referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the middle left anterior descending (lad) with 100% stenosis and was 28 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Ten days later, the subject was discharged on other and ticagrelor. In (B)(6) 2022, the subject died, and the primary cause of death was unexplained. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Event description:
Synergy china registry: it was reported that the patient died. In (B)(6) 2020, the subject was presented with myocardial infarction, referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the middle left anterior descending (lad) with 100% stenosis and was 28 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Ten days later, the subject was discharged on other and ticagrelor. In (B)(6) 2022, the subject died, and the primary cause of death was unexplained. There was no other action taken to treat the event and it is unknown if an autopsy was performed. It was corrected that a 3.50 mm x 28 mm synergy stent deployed at the lad during index procedure.